Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09453 pertains to the other device. It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered incontinence, infections, pelvic pain, disfigurement, mesh erosion requiring additional removal and corrective surgical procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted